Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose levels between 70 mg/dl and 30 mg/dl. The other relevant blood glucose level was high as 397 mg/dl. The customer did not allege pump was over delivering. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. The insulin pump will not be returned for the analysis.